Event description:
Same case as MDR #: 2134265-2010-04169, 2134265-2010-04170, 2134265-2010-04171, 2134265-2010-04172. It was reported that during an unspecified treatment procedure the guide wire coating peeled off the device. The lesion location and lesion characteristics are unknown. Three of the five zipwire hydrophilic guide wires were introduced into the patient and the physician noted that the guide wire coating peeled off each device during the procedure. It is unknown if any of the peeled coating detached inside the patient. During preparation of the remaining 2 zipwires, the physician noted that the coating was peeling and did not use these two wires inside the patient. No patient complications were reported and the patient's status is ok. Additional information has been requested and it is not available.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR #: 2134265-2010-04169, 2134265-2010-04170, 2134265-2010-04171, 2134265-2010-04172. It was reported that during an unspecified treatment procedure the guide wire coating peeled off the device. The lesion location and lesion characteristics are unknown. Three of the five zipwire hydrophilic guide wires were introduced into the patient and the physician noted that the guide wire coating peeled off each device during the procedure. It is unknown if any of the peeled coating detached inside the patient. During preparation of the remaining 2 zipwires, the physician noted that the coating was peeling and did not use these two wires inside the patient. No patient complications were reported and the patient's status is ok. Additional information has been requested and it is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received loaded within the dispenser assembly. Examination of the dispenser assembly revealed no indication of prior hydration. The dispenser assembly was hydrated with saline and the wire was easily removed. The wire measured 181.15cm in length. The diameter was measured with a micrometer and was found to be within specification. A visual examination revealed that the wire, when dry, appeared to be visually and tactilely smooth and consistent. A microscopic examination revealed that the coating appeared to be smooth and consistent with indications of wear and abrasion over the length of the wire. The wire was hydrated and a visual and tactile examination revealed bumps scattered over the length of the wire, however, the surface appearance is acceptable per inspection criteria. No other indications of damage or inconsistencies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR #: 2134265-2010-04169, 2134265-2010-04170, 2134265-2010-04171, 2134265-2010-04172. It was reported that during an unspecified treatment procedure the guide wire coating peeled off the device. The lesion location and lesion characteristics are unknown. Three of the five zipwire hydrophilic guide wires were introduced into the patient and the physician noted that the guide wire coating peeled off each device during the procedure. It is unknown if any of the peeled coating detached inside the patient. During preparation of the remaining 2 zipwires, the physician noted that the coating was peeling and did not use these two wires inside the patient. No patient complications were reported and the patient's status is ok. Additional information has been requested and it is not available.